Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose event. Customer's blood glucose level at the time of incident is unknown. Customer's current blood glucose level is 10 mmol/l. Customer treated high blood glucose level using insulin pump and needle. The user alleged the insulin pump was possibly under delivering insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.